Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. During post-operative follow up the physician identified a left limb occlusion at the bending portion of the bifurcation of the left internal iliac artery. The physician performed an intervention where another manufacturer¿s stent was passed through the occluded site from the left external iliac artery and implanted at the internal iliac artery bifurcation that had severe tortuosity. No additional clinical sequelae were reported and the patient is doing fine. The review of returned cta¿s 6-days post-implant revealed that the bifurcate was positioned just below the lowest right renal artery. The proximal stent graft od was 25mm. The ipsi extension was placed distally into the right external iliac artery, and the contra limb was placed into the left common iliac. The maximum aaa diameter measured approximately 5.8cm, and the right iliac artery aneurysm was 3.0cm. No endoleak was seen and the limbs were patent. Near the distal aorta at the origin of the left common iliac, the left/contra limb was acutely angulated approximately 90deg and the contra limb was compressed down to 5 x 11mm ID. There is calcification seen in this location. Within the left common iliac artery the flow lumen diameter was 10mm. Cta¿s from 2-months post-implant revealed that the bifurcate was positioned just below the renals. The proximal stent graft od was 26mm. Beginning just below the proximal graft margin thrombus is seen lining the aortic body, and beginning at the flow divider the contra limb is totally occluded. Distal flow resumed near the left external iliac. The ipsi/right limb is patent. There is a likely type ii endoleak feeding the sac. The max diameter aaa is 5.6cm. The contra limb is again seen compressed down to 5mm within the calcified distal aorta at the location where the limb is acutely angulated. The distal contra limb stent graft diameter is 8mm ID. Review of cta¿s from 2-months post-implant revealed that the bifurcate was positioned just below the renals. The proximal stent graft od was 25mm. Beginning just below the proximal graft margin both limbs have been re-lined with another stent, resolving the occlusion previously seen within the contra/left limb. Both limbs are patent. The likely type ii endoleak is again seen feeding the sac. The max diameter aaa is 5.6cm. The contra limb is again seen compressed down to 7mm within the calcified distal aorta at the location, and the limb appears less acutely angulated than previously seen. The distal contra limb stent graft diameter is 8mm ID. The exact cause of the contra limb occlusion is uncertain. However, it appears likely that the angulated left common iliac and the calcified distal aorta caused the contra limb to compress which led to this occlusion. It is possible that the type ii endoleak m ay have contributed to aneurysm expansion.

Manufacturer narrative:
(B)(4).